Event description:
The pt was admitted to the hosp with complaints of fever, nausea and right upper quadrant pain. During hosp course she had some vomiting. Also, several tests revealed thrombosis at the tip of the catheter and right hydronephrosis.